Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure coil") and menorrhagia ("severe menstrual bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, genital herpes, gerd and multigravida. Concomitant products included cetirizine hydrochloride (zyrtec), ethinylestradiol since (B)(6) 2017, ibuprofen (motrin), levonorgestrel since (B)(6) 2017, meloxicam (mobic), oxycontin (percocet) and oxycodone hydrochloride (roxicodone). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("upper nd lower abdominal pain"), dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping),"), vaginal infection ("vaginal infections") with vaginal discharge, vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, abdominal pain, dysmenorrhoea, vaginal infection, vaginal haemorrhage and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, device dislocation, dysmenorrhoea, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and was currently investigating her options for removal of the migrated essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 25-may-2018: pfs received reporter added, concomitant consition added, events added as vaginal haemorrhage, abdominal pain upper, abdominal pain lower, pelvic pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure coil') and heavy menstrual bleeding ('severe menstrual bleeding') in an adult female patient who had essure (batch no. 969708,958708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, genital herpes, gerd and multigravida. Concomitant products included cetirizine hydrochloride, ethinylestradiol since (B)(6) 2017, levonorgestrel since (B)(6) 2017, meloxicam (mobic), oxycodone hydrochloride (roxicodone) and oxycodone hydrochloride;paracetamol (percocet). In 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping),") and vaginal infection ("vaginal infections") with vaginal discharge. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, abdominal pain ("upper nd lower abdominal pain") and abdominal pain upper ("uppar abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, vaginal infection, vaginal haemorrhage and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, device dislocation, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and was currently investigating her options for removal of the migrated essure coil. Healthcare provider tell you about essure test that your procedure successful. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received-lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure coil') and heavy menstrual bleeding ('severe menstrual bleeding') in an adult female patient who had essure (batch no. (969708-inv),958708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, genital herpes, gerd and multigravida. Concomitant products included cetirizine hydrochloride, ethinylestradiol since (B)(6) 2017, levonorgestrel since (B)(6) 2017, meloxicam (mobic), oxycodone hydrochloride (roxicodone) and oxycodone hydrochloride;paracetamol (percocet). In 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping),") and vaginal infection ("vaginal infections") with vaginal discharge. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, abdominal pain ("upper nd lower abdominal pain") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, vaginal infection, vaginal haemorrhage and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, device dislocation, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff still suffers from the above mentioned symptoms and was currently investigating her options for removal of the migrated essure coil. Healthcare provider tell you about essure test that your procedure successful. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed full occlusion of fallopian tubes. Lot number reported (969708) is not valid. Most recent follow-up information incorporated above includes: on 10-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure coil') and heavy menstrual bleeding ('severe menstrual bleeding') in an adult female patient who had essure (batch no. (969708-not valid),958708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, genital herpes, gerd and multigravida. Concomitant products included cetirizine hydrochloride, ethinylestradiol since (B)(6) 2017, levonorgestrel since january 2017, meloxicam (mobic), oxycodone hydrochloride (roxicodone) and oxycodone hydrochloride;paracetamol (percocet). In 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping),") and vaginal infection ("vaginal infections") with vaginal discharge. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, abdominal pain ("upper nd lower abdominal pain") and abdominal pain upper ("uppar abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, vaginal infection, vaginal haemorrhage and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, device dislocation, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and was currently investigating her options for removal of the migrated essure coil. Healthcare provider tell you about essure test that your procedure successful. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed full occlusion of fallopian tubes. Lot number reported (969708) is not valid. Lot number: 958708 manufacturing date:2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.